Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging an issue ventilator inoperative condition related to a ventilator's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Unit has faulty machine flow sensor and system pca due to dirt/dust contamination and water ingress. Found evidence of dirt/dust contamination and evidence of water ingress to unit. There was one error found.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue ventilator inoperative condition related to a ventilator's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. Unit has faulty machine flow sensor and system pca due to dirt/dust contamination and water ingress. Found evidence of dirt/dust contamination and evidence of water ingress to unit.